Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin and jaw with 1 ml of juvéderm® voluma¿ with lidocaine and with 3 ml of juvéderm® volux¿ with lidocaine. Three months later, the patient experienced ¿late swelling¿ in the chin. An ultrasound was performed, results not available. The patient was treated with predsim 20 mg every 12 hours for 4 days. The event resolved the next day. This file captured the juvéderm® voluma¿ with lidocaine.